Event description:
Related manufacturer report number 2017865-2024-04100. It was reported that noise resulting in oversensing was noted on the right atrial (ra) lead and diagnostic anomaly of false loss of capture during autocapture was noted on the device. The physician suspected ra lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted, session records were reviewed, and the diagnostic anomaly was suspected to be due to the oversensing of noise during during autocapture resulting in false loss of capture. Reprogramming of the device was recommended, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.